Manufacturer narrative:
Block b3: date of event was approximated to 01/01/2023 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not make the deployment correctly. Block h10: investigation results the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed with no failures found on the clip. Functional inspection was performed, and the clip assembly was able to perform the first activation and release the clip assembly. No other problem with the device were noted. The reported event of clip unable to release from the catheter was not confirmed. The device returned with the clip assembly still attached and it was able to open and close its arms. The functional inspection was performed using the tortuous fixture as per procedure and it was able to deploy without problems. Based on the available information, product analysis of the returned device and product record review did not identify any evidence of either the alleged issue(s) or any defect on the device. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during a procedure performed on an unknown date. During the procedure, the clip grasped and close onto tissue; however, the clip did not detach from the catheter. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. Imdrf device code a15 captures the reportable event of clip did not make the deployment correctly.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an unknown procedure performed on an unknown date. During the procedure, the clip grasped and closed onto tissue; however, the clip did not detach from the catheter. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.